Event description:
The patient had a chronic driveline infection.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had an infection. An aerobic culture was performed on (B)(6) 2024 showed light growth for serratia marcescens subspecies marcescens which was classified as abnormal. The culture also had heavy growth staphylococcus aureus which was classified as abnormal. The gram stain result was also abnormal. Polymorphonuclear leukocyte (pmn) was 1+. Gram positive cocci in pairs was 4+ with gram positive cocci in clusters. On (B)(6) 2024 the patient was given cefepime (maxipime) 2 g in sodium chloride 0.9 % 100 ml intravenous piggyback (ivpb). They were given daptomycin 625 mg in sodium chloride 0.9 % 50 ml ivpb 8 mg/kg × 79.4 kg and daptomycin 475 mg in sodium chloride 0.9 % 50 ml ivpb. The patient was given ciprofloxacin (cipro) tablet 750 mg which was taken orally two times daily. Also, they were to take linezolid (zyvox) tablet 600 mg orally two times daily. Additionally, the patient was prescribed sulfamethoxazole-trimethoprim (bactrim) 200-40 mg/5 ml suspension. They were administered 80 mg of every 12 hours. Onset of driveline infection history: MFR 2916596-2025-01570; other infection MFR 2916596-2025-01894; 2916596-2025-01762 and 2916596-2025-01768.

Manufacturer narrative:
This event was determined to be supplemental and the investigation findings will be submitted under MFR # 2916596-2025-01762.